Manufacturer narrative:
Concomitant medical products: 507645, lead, implanted: (B)(6) 2008; 419688, lead, implanted: (B)(6) 2011; d274trk, ICD, implanted: (B)(6) 2011; 419688, lead, implanted: (B)(6) 2011; 694758, lead, implanted: (B)(6) 2008; 507645, lead, implanted: (B)(6) 2008; 8780, catheter, implanted: (B)(6) 2014; 863740, neuro pump, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called about a "multiple shock situation" involving the device and lead replacement five years ago. Follow up was conducted to no avail. The device was explanted and replaced. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.